Manufacturer narrative:
(B)(6) - the lot code was received from the customer (B)(4) and a device history record review was completed. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue. Training was completed onsite with the customer and no further issues have been reported.

Manufacturer narrative:
(B)(4) - the complaint sample has not been provided for evaluation. If a sample becomes available a follow-up will be completed. (B)(4).

Event description:
Health facility reported skin lesion in a baby in the region where the temperature sensor of the giraffe incubator was set. On february 20th, (B)(4), made a technical visit to the neonatal intensive care unit of the hospital ((B)(6)). (B)(4) explained to the medical staff that the lesions may be occurring due to the immature skin of these babies (skin reaction due to the paste/glue of the adhesive), and also because of the prolonged period (7 days) that the medical staff keeps the sensor in the same site. The gehc leader then advised the medical team to use a hydrocolloid membrane between the baby's skin and the reflective adhesive, and suggested that they shorten the sensor's rotation time. It was agreed that another technical visit will be held in 30 days to evaluate the results of the guidelines provided.